Event description:
It was reported that the patient presented in the hospital for unrelated reasons. It was noted that the cardiac defibrillator exhibited inhibition of pacing due to myopotential oversensing. The noise could not be reproduced during isometric testing. The device was reprogrammed. The patient was asymptomatic throughout the event and will continue to be monitored normally.